Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the valve noted no obvious damage or issues. Functional testing was performed and no leaks or any issues were observed at either of the mating components engagements. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a maxzero when mated with a 3ml bd med syringe. It was noted that there was no leaking when a 3ml saline syringe was used and that the uac pressure tubing was clotted. The pressure tubing and maxzero were replaced and the infusion continued without incident; there was no report of patient harm.